Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The advocate from (B)(6) reported that the customer performed blood glucose testing on the contour next link 2.4 meter. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using an in-house contour next link 2.4 meter with the in-house contour next test strips from lot # 8lpef04b, which gave satisfactory performance. No blood readings were marked as control with the in-house testing.